Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial #: (B)(4), product type: programmer, patient. Product ID: 97755, serial #: (B)(4), product type: recharger. Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced difficulty recognizing the implantable neurostimulator (ins) with their recharger. Several maneuvers were attempted to get the same recharging signal as they had achieved on the day of surgery. It was stated that a signal was achieved with great difficulty and that some time later the patient could no longer charge the ins. The ins was repositioned during a revision procedure in an attempt to troubleshoot the issue, as it was suspected that it could be too deep to get a signal. However, after the surgery, the recharger remained unable to charge the ins. The recharge system was then replaced and a signal was received and the ins was able to be recharged. The patient was fine and was able to normally recharge their ins with the replacement recharging system at the time of follow-up. There was no identified cause regarding the rtm no longer working. No further complications were reported or anticipated.